Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient stated that they had a replacement between 2000 and 2010. Patient services was unable to clarify further event information. No further complications were reported/are anticipated.